Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The reporter stated that the patient had poor vision and experienced touch contamination. The patient was treated with cefepime (1gm, intraperitoneally, daily for three weeks) for peritonitis. The patient was not hospitalized for this event. At the time of the report, the patient had recovered from the peritonitis. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of occurrence was unknown, however the reporter stated that the peritonitis occurred during (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.